Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs) device despite optimizing the program multiple times. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted devices were not returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7087775, UDI: (B)(4).